Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the tube is too rigid and "induced bleeding and tearing at insertion. Involving an intubation without any difficulty, performed by a 12 years experience user, no situation of urgency." "Clinical consequences: the patient had to go to see a otolaryngologist after leaving the hospital and getting at home but there was no damage of vocal cords."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the tube is too rigid and "induced bleeding and tearing at insertion. Involving an intubation without any difficulty, performed by a 12 years experience user, no situation of urgency." "Clinical consequences: the patient had to go to see a otolaryngologist after leaving the hospital and getting at home but there was no damage of vocal cords."